Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit doesn't function properly over 3 liters and the power alarm is not working.